Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sensor glucose versus blood glucose large differential. Customer advised the sensor alerted threshold suspend. Customer's blood glucose was 233 mg/dl. Customer's sensor glucose level was 400 mg/dl. The sensor glucose and blood glucose readings have been off by over 150 points. Customer advised in the past they had sensors where the probe pulled out when they pulled the needle hub off and they have had bent cannulas. Customer was advised not to over calibrate their sensor and that if they receive 2 consecutive calibration errors it would lead to a change sensor alert. Troubleshooting for sensor glucose and blood glucose was performed. Customer was advised on how to properly position the sensor in order for the product to properly function. Customer was advised to monitor and call back if issues persist.